Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that there was white display on pump. Customer stated blood glucose was ok, but declined to provide value. She said she was on back up pump. Customer reports display was solid white. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received stuck in blank-flashing white lcd due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unable to verify missing segments due to blank-flashing white lcd.